Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer's ft3 and ft4 results were reproduced on a cobas e601 analyzer. However, the results on a cobas e411 were found lower than the results from the cobas e601 which has a prewash. With additional testing, an interfering factor to streptavidin was found in the sample. This interference is described in product labeling.

Event description:
The customer received questionable thyroid results and provided data for four patient samples from an unknown roche analyzer. The initial date of testing was not provided. The samples were submitted for investigation and tested on (B)(6) 2015. Of the data provided, only the results for three patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The investigation results were reported to the customer. No adverse event was reported. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
This event occurred in (B)(6). The expiration date for the tsh reagent lot 179276 was provided as "30/05/2015" and "jun-15". Clarification has been requested.